Manufacturer narrative:
The ca2 reagent lot number was 671478. The expiration date was not provided. The field service engineer (fse) found a fluidic failure. The fse replaced the damaged tubings on the front of the rinse mechanism. He also performed decontamination of the analyzer as the nozzle was dripping into cells. The investigation determined that the root cause of the event was a fluidic failure. The customer performed qc and it was within the customer's expected range. Precision studies were performed and they were within specifications. The service actions (replacing the damaged tubing and decontaminating the analyzer) resolved the issue.

Event description:
We received an allegation about discrepant results for 3 patients' serum samples tested with calcium (ca2) assay on a cobas 8000 c702 analyzer. Sample 1: initial result: 5.6 mg/dl. Repeat result: 8.7 mg/dl. Sample 2: initial result: 3.6 mg/dl repeat result: 6.8 mg/dl. Sample 3: initial result: 6.8 mg/dl. Repeat result: 9.1 mg/dl. The repeat results were deemed to be correct.